Event description:
The manufacturer received information alleging in (B)(6) 2021 the pressure was too high while using a dreamstation auto CPAP device and caused an end user to have dryness and tooth decay with the loss of two teeth and subsequent need for a dental bridge. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged the unit has high pressure causing tooth decay and dryness with loss of two teeth and subsequent need for a dental bridge. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was evaluated, observed the following from an external and internal inspection: during the investigation, pil observed dirt-like contaminant on the top enclosure and flip door. A keratin-like substance was observed on the blower box, ER-2243857(v01) addresses the issue of keratin. Dust-like contaminant observed on the blower. Evidence of sound abatement foam degradation/breakdown was not observed. Pil confirmed no presence of degraded sound abatement foam using a fitt and the associated procedure ER 2245460 (v01). Pil is unable to directly address the symptoms. Pil cannot confirm the complaint of high pressure. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The manufacturer concludes that device, there was no evidence of sound abatement foam degradation/ breakdown observed in the bas unit. In this report, sections d9, g3, h3, and h6 have been updated or corrected.